Event description:
The patient's wife called upset, stating that the patient's implant site was showing redness and swelling. The wife was concerned it was infected. The patient's wife later reported that "first time, he fell, messed it up, moved to the other side." Follow-up determined that the left ventricular lead had dislodged and was repositioned. The lead was later explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but proximal conductor distorted and outer insulation breached cut; full lead returned and analyzed.